Manufacturer narrative:
The following information concerning the evaluation of the device by the distributor was copied from an email from the user facility that was in response to an email sent by care fusion requesting additional information. "Installed test patient circuit, and performed patient ckt calibration normally. Alarms operating normally, oscillator start function was inoperative, showing the oscillator status red led lit, oscillator overheated amber led was off. Performed driver coil impedance measurement: found coil open. Performed visual checks, everything was normal. Replaced driver element and calibrated per manufacturer instructions." Care fusion has requested the return of the defective driver for evaluation.

Event description:
The following description of the event is a summary translation of an e-mail received from the distributor. Customer claims the oscillator stopped while on a patient and the patient died. Customer claims that the red led on the start/stop push button was on, with the correct inlet pressure; the mean airway pressure was maintained. Cooling gas source hose was connected and the air was on, there was nothing blocking the air amplifier inlet. Our dealer claims the driver coil is open and it needs replacement. The following additional information concerning the event and the condition of the patient is a summary translation of an email from the distributor that was in response to an email sent by carefusion seeking additional information. During a phone conversation between the distributor representative and the user facility ICU nurse supervisor, the nurse supervisor explained that the high frequency oscillator vent stopped while on a patient with audible and visual alarms. In less than a minute the high frequency oscillatory ventilator was replaced with a conventional puritan bennet ventilator model 840. The patient died approximately 10 minutes later. The patient's spo2 was at 60% and was expected to die regardless of the oscillatory ventilator failure; however, the failure contributed to the degradation of the patient's health.